Event description:
It was reported the physician was treating the pt with stammberger sinu-foam nasal dressing post-operative. While mixing the dry fiber with the recommended amount of sterile water, the physician reported the mixture did not become viscous; remaining "runny." The pt was treated with a competitor's product. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender was requested but not received. Reference manufacturer's report #: 2951580-2011-00155.